Event description:
It was reported that guidewire entrapment occurred. The patient presented for an implant procedure of a non-boston scientific (bsc) sensor device. However, during withdrawal, the sensor device was observed to be sticking to a platinum plus guidewire. A balloon catheter was advanced but was unable to align with the sensor and failed to release it. A peripheral balloon catheter and a v-18 control wire were then inserted. It was noted that the sheath used was too small to hold all four devices and a larger sheath was advised. However, the physician continued with the removal attempt but again was unable to align with and release the sensor. The physician decided to pull out all devices, but the sensor released in the iliac vein. Snaring was attempted to remove the sensor but was unsuccessful. A second sensor was then successfully implanted without issue. The patient was intubated for anesthesia and a vascular surgeon cut down the vein from the implant incision site and was able to successfully remove the sensor. Upon removal, it was noted that a piece of one of the sensor nitinol loops was missing. X-rays were reviewed to confirm location, but the piece could not be identified. The vascular surgeon felt that it was safe to leave the piece in the patient. The patient was kept overnight for observation and then released the following day. The procedure was completed, and the patient condition was stable.